Manufacturer narrative:
Reference number (B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper and stoma site infection are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, during an annual tubing change, the tube stuck to the walls. The adherence problem persisted and an infection was detected that was treated by unknown antibiotics. On (B)(6) 2019, the tubing was replaced.